Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp remained installed in the clevis. The clevis does not exhibit any damage or wear marks. The instrument passed electrical continuity testing. Engineering evaluation also found that the distal pulley surface exhibited scratches. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the wires on the pk dissecting forceps instrument frayed and snapped. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.